Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented via remote transmission showing non-sustained right ventricular (rv) oversensing due to myopotential oversensing. Upon review of session records, it was observed that the device was oversensing a low amplitude signal ahead of r - waves. Myopotential testing was suggested. The patient was seen in clinic and programming changes were made. No patient symptoms were reported.